Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using a lantern delivery microcatheter (lantern), a non-penumbra parent catheter and micro guidewire. During the procedure, while advancing the lantern through the parent catheter, the lantern became stuck one fourth into the parent catheter; therefore, the lantern was removed. The physician then, re-advanced the lantern through the parent catheter using a micro guidewire. However, the same issue occurred, and the lantern was unable to advance through the parent catheter. Therefore, the lantern was removed. The procedure was completed using a new lantern and the same parent catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the lantern had multiple kinks and ovalizations from approximately 127.0-134.5 cm from the hub. Conclusions: evaluation of the returned lantern revealed multiple kinks and ovalizations on the distal shaft. If the peel-able sheath to the lantern is not used during insertion of the lantern into a parent catheter, damage such as these may occur. During the functional test, resistance was encountered while attempting to advance the returned lantern through the returned non-penumbra catheter due to the damage on the distal shaft, and the lantern could not be advanced beyond the hub of the catheter. A demonstration lantern was advanced through the returned non-penumbra catheter and out of the distal tip without an issue. The damage on the lantern distal shaft likely contributed to the resistance during the procedure and the functional test. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.